Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 550 mg/dl. Customer thought insulin pump was under delivering as they took bolus and went higher to 270 mg/dl. It was unknown that auto mode feature was active or not at the time of incident. Trouble shooting was declined. Customer experienced symptoms such as blurry eyes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.